Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call experiencing high blood glucose levels due to possible infusion set issues. The customer's blood glucose was over 600 mg/dl. The customer stated that she had had 10 or more infusion set problems during which her blood glucose exceeded 600 mg/dl. She stated that she thought she would have to go to the hospital. She noted that a little piece of plastic had broken off of the insulin pump's battery opening as well. She stated that she had gone through an entire box of infusion sets. She reported that 4 infusion sets had problems, changed the sets and the problem was resolved. She declined troubleshooting assistance for high blood glucose due to lack of supplies. The customer's most recent blood glucose was 70 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.